Event description:
From a journal article covering a type 1a endoleak following zfen implant in 1 patient: patients were divided into large diameter (ld) group and normal diameter (nd) group. Patients in the ld group were treated with larger diameter zfen devices (either 34 mm or 36 mm). Patients in the nd group were treated with less than/equal to 32 mm zfen devices. Patients were followed postoperatively by cta and/or duplex ultrasound. Mean follow-up time was 22 months. One hundred (100) patients were treated from 2012-2017 with the zfen device. In addition to larger necks, patients in the ld group had shorter, and less angulated infrarenal necks. Percent oversizing was significantly less in the ld group. Ld group 19.05% +/- 18.25%. Nd group 24.27% +/- 12.01%. Aaa diameter for patients in the nd group: 58.5 mm +/- 9.6 mm. Aaa diameter for patients in the ld group: 61.0 mm +/- 17.4 mm. Infrarenal neck diameter for patients in the nd group: 23.4 mm +/- 3.2 mm. Infrarenal neck diameter for patients in the ld group: 30.1 mm +/- 5.3 mm. Infrarenal neck length for patients in the nd group: 4.7 mm +/- 3.44 mm. Infrarenal neck length for patients in the ld group: 2.6 mm +/- 2.9 mm. Infrarenal angulation for patients in the nd group: 31.7 degrees +/- 19.4 degrees. Infrarenal angulation for patients in the ld group: 21.5 degrees +/- 12.1 degrees. Suprarenal angulation for patients in the nd group: 24.8 degrees +/- 18.9 degrees. Suprarenal angulation for patients in the ld group: 16.5 degrees +/-15.8 degrees. Renal occlusive disease for patients in the nd group: 18. Renal occlusive disease for patients in the ld group: 8. 1 patient (ld group) had type 1a endoleak that required reintervention.